Event description:
Damage catheter was found soon after the placement. Another device was used for the replacement to treat the pt. The doctor mentioned that he might have touched the catheter with a forceps during the placement procedure.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.